Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient experienced stomach pain, nausea, and vomiting. Medications were administered to the patient to ease discomfort. It was additionally reported that the patient experienced chest pain and pericarditis, as well as mild fluid overload. An exam noted a few pulmonary crackles at bases bilaterally. Medications were administered to treat the chest pain, pericarditis, and fluid overload. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.